Event description:
I used fixodent from app. On (B) (6) 2006 until (B) (6) 2009 while I was using fixodent, I began experiencing numbness and tingling in my extremities. On (B) (6) 2008, I was diagnosed with neuropathy. Blood test taken at that time show that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: 7 time daily. Route: oral. Dates of use: (B) (6) 2006 - (B) (6) 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.